Event description:
It waws reported that the valve was not working.

Manufacturer narrative:
The valve was patent and passed siphon and leakage testing. The valve did not pass reflux testing. Debris within the valve may interfere with the valve mechanism resulting in reflux. The valve was returned with magnetic rotor stuck between pl 0.5 and pl 2.5. Laboratory attempts to adjust the pressure level with a strata valve adjustment tool, catalog 45805, were unsuccessful which precludes pressure/flow and preimplantation testing. Dissection of the valve found debris underneath the magnetic rotor. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. Medtronic neurosurgery does not regard the submission of this report as an admission that the product caused or contributed to the reported event.